Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s spouse experienced a deployment issue with a teflon 23-inch, 6 mm infusion set when the spiral backing paper on the adhesive tore partway through during setup, preventing full removal and proper application. Symptoms included no reported adverse clinical effects. Outcomes included replacement education and troubleshooting with confirmation of shipping information for a replacement infusion set. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed an infusion set deployment difficulty related to adhesive backing removal that impeded correct site application. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty during setup.